Event description:
It was reported that during the implant attempt the helix was broken on the lead tip and would not move in or out. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Additional findings of inner tubing kinked/buckled and blood in/on helix mechanism. Full lead returned and analyzed.